Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested.

Event description:
The customer reported that the ventilator has problem when ventilating and alarm failure. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer replaced the cpu board to address the reported problem. The customer cannot provide patient information.

Manufacturer narrative:
Failure analysis on the returned cpu board shows that the backup alarm failure e/c 1104 was caused by cold solder at the 5.6 k ohm resistor.